Event description:
It was reported that during manipulation and insertion of the device, the surgery time was extended greater than 30 minutes. Surgery was completed with no further incident.

Manufacturer narrative:
The device history records were reviewed showing no manufacturing deviations. Therefore, it is most likely that this deformation was caused during attempted insertion of the device.